Event description:
It was reported that the patient had received a mains electrical shock which was thought to have put him into vt. The ICD correctly detected and treated this with burst of atp (anti tachy pacing). The atp appeared to be successfull, however the egm post atp was extremely noisy, this was detected as vf and multiple defibrillation was delivered. Prior to this, many short v-v intervals were noted. Due to this both the device and the lead were explanted. Device and lead explanted and replaced. No patient complications have been reported as a result of this event.